Event description:
Physician attempted intubation on child with 3.5 et tube. Tube separated from adapter when he tried to remove tube and advanced into esophagus. Adaptor did not fit snugly into tube.